Manufacturer narrative:
Additional information: tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not recorded on (B)(6) 2017. Pump was activated on (B)(6) 2017. There were no basal rate and bolus requests before (B)(6) 2017. Basal rate was adjusted for the first time from 0 u/hr to .8 u/hr on (B)(6) 2017. User made bolus requests without entering current bg level. Two cartridge changes were conducted on (B)(6) 2017, one cartridge change was due to alarm 2 (occlusion). Failure investigation found that alarm 2 (occlusion) was due to cracks in cartridge. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, this could cause bg levels to drop. User may want to consult with a healthcare provider regarding basal rate settings. User may have discounted the insulin delivered during the many bolus attempts. Her highest iob was 5.74 units. There is no evidence of device malfunction.

Manufacturer narrative:
Device investigation confirmed the reported occlusion and not device issues were found that would have contributed to the reported low blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The pump supplies were changed and the occlusion alarm reoccurred. The customer's blood glucose (bg) level was 268 mg/dl. To address the high bg, correction boluses were delivered using the tandem pump and a non-tandem pump. Due to the number of boluses, the customer's bg level dropped to 32 mg/dl. Sweets were consumed to address the low bg. The customer reverted to using a non-tandem pump to manage diabetes.